Event description:
It was noted that the catheter was broken and the siphon guard came out. The dr removed the siphon guard only. The siphon guard was implanted in 2005 and removed in 2008.

Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.